Event description:
It was reported that there was a beeping sound and all the breathing waveforms on the screen became flat. The ventilation resumed shortly after, and the waveforms returned to normal. The device was replaced. The patient seemed to have a bradycardia tendency while the ventilation stopped. However, there were no problems after ventilation resumed, and no further health consequences for the patient were reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The analysis of the log file could confirm a restart of the ventilation unit. The restart was caused by a faulty pba of the therapy control unit of the device. The faulty pba must be replaced. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. After three ineffective reboots, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The device reacted as specified to a detected problem and restarted the ventilation unit. The described sound was caused by the pressure release and opening of the emergency-breathing valve. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.